Event description:
(B)(4). The dentist reported that 17 days after the dental implant was installed in intraoral region 3#, its non-osseointegration was observed.

Manufacturer narrative:
The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. After the evaluation was noticed that the lot number informed does not correspond to the item received. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation.

Event description:
(B)(4). The dentist reported that 17 days after the dental implant was installed in intraoral region 3#, its non-osseointegration was observed. Moreover, the patient presented bone quality/quantity (bone type I).

Manufacturer narrative:
Follow-up is being sent to correct information sent in field b5 describe event. Follow-up is being sent to correct information sent in field b7 relevant history. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation. The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered.

Manufacturer narrative:
The lot number reported by the dentist was not verified by the crm system, so it was not considered. The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made.

Event description:
(B)(4) - the dentist reported that 17 days after the dental implant was installed in intraoral region 3#, its non-osseointegration was observed.